Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. No containment or corrective actions are recommended at this time. A review of manufacturing records for the reported lot number found no deviations or non-conformances during the manufacturing process. Review of complaint history of the reported lot number for the past 3 years found 0 similar complaints. This failure mode will be trended to assess for any necessary action. All risks have been adequately identified in the dfmea, and no changes are required at this time. The instruction for use (IFU) was reviewed and contains the following: caution: use only magnumwire suture usp #2 (metric size 5 except for diameter). Use of other sutures will compromise suture locking integrity. Caution: leave a minimum of 18 inches of each suture limb as measured from the tendon. Caution: use only magnumwire suture usp #2 (metric size 5 except for diameter). Use of other sutures will compromise suture locking integrity. Caution: do not load the suture into the implant prior to insertion into bone. Caution: ensure that the suture does not wrap around the inserter while screwing the implant into bone. Caution: loading the suture from the side opposite the open slot on the suture support shaft will result in a non-functional implant. Caution: do not cross suture limbs inferior to the inserter shaft prior to inserting into suture eyelet. Without the reported product a visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to the complaint include, but are not limited to: not adhere to the corresponding IFU. Incorrect suture loading. There are no indications that suggest that the device did not meet specifications upon release into distribution. No containment or corrective actions are recommended at this time. Additional information in d4. Catalog no.: om-6500.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a primary rotator cuff repair surgery, the surgeon was using a speedscrew anchor. He screwed the anchor into bone and loaded the sutures in the correct manner, but when he attempted to begin tensioning, he noted that the safety had already been depressed. As he tried to wind the sutures into the device, only one suture limb was taken. It was evident that the other suture snare had already been taken into the shaft of the device before the suture had been loaded as the safety lock was not engaged. He was able to retrieve the sutures from the device and remove it from the patient. A backup was used in the same bone hole. It is unknown if there was a delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.